Manufacturer narrative:
Device evaluation: one pneupac ventilator pump was returned for investigation in used condition. There no signs of physical damage on the device. The ventilator was connected a patient circuit and powered on after applying backpressure. The investigator also performed a peep functional test to view the manometer against master pressure gauge. The customer reported product problem was not reproduced. No fault was found with the device. The investigator replaced the tubing connection from the manometer to the luer as a preventative measure. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the manometer on the pneupac ventilator was not working. No patient injury or complications were reported in relation to this event.